Manufacturer narrative:
The reported event could not be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "tibial (construct): there is radiolucence visible in the CT scan. There is no clear loosening or migration. The CT scan alone does not provide sufficient information. Pe: the pe is not separated from the tibial tray. There is no indirect sign of loosening or migration or breakage. Talar (construct): there is some radiolucence visible as well. There is no clear loosening or migration. The CT scan alone does not provide sufficient information. Full tar (construct): neither for the tibial nor for the talar component the CT scan only provides sufficient information to confirm loosening or migration. The reason for the planned revision remains unclear." Provided CT scans and information is not sufficient tot access the cause of revision. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.